Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented for a routine follow up, lead dislodgment due to twiddler's syndrome was observed. Loss of capture, loss of sensing and high, out of range, hv lead impedance were noted. The lead was explanted and replaced when reposition was unsuccessful. The procedure was completed successfully without adverse consequence. The patient is in stable condition.